Event description:
It was reported that approximately one year post implantation of the vascular stent in an occluded sfa, the patient presented with pain. A pta was performed with good results. There was no patient injury reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been received regarding this lot number. No complaint sample was returned. On the basis of the images provided, a stent twisting could be confirmed. The stent was found to be narrowed in two sections. No indication was found for a manufacturing-related issue. Potential factors that may have contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, it was reported that no difficulty was encountered during stent release and no irregularities in the stent structure were identified post stent placement. On the basis of the information available, a definite root cause could not be identified. The IFU supplied with this product sufficiently describes the correct application of the device.